Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and the reported could not be duplicated. An unrelated issue was observed during the pcb evaluation. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was remained in AED mode and was unable to enter manual mode. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.